Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently under investigation at our service laboratory in (B)(4). A follow-up report will be provided after the investigation results are available.

Event description:
(B)(4).